Event description:
It was reported that during a da vinci-assisted malignant hysterectomy, the customer observed the loss of the tip of the monopolar curved scissors (mcs) in the abdominal cavity. It was immediately found and removed. At the end of the surgery, it was detected that there was a partial opening in the ring to which the mcs were attached, which could have caused the disengagement. A backup da vinci instrument of the same kind was used. The procedure was completed with no delay. The reporter confirmed that the surgical task, which was being performed, when the device fragment fell inside the patient was moving the instrument. The instrument was in use about 30 minutes prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was not removed during the procedure (prior to the breakage). The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The fragment was retrieved with a forceps. There was not an additional surgical procedure required to remove the fragment. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The patient did not experience any post operative complications.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.